Event description:
This notification was opened for review for information received that the remstar device was returned to a third-party service center in reference to the voluntary safely notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. During evaluation foam particles found inside the blower kit. In addition, the device displayed error code e066 (stuck_encoder_b) and dust was found. The device was scrapped.